Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 149 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to flatten down arrow button dome switch. The device was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump was received with cracked display window corners, reservoir tube lip, and minor scratched display window.